Event description:
It was reported that during a follow-up, it was not possible to interrogate the device. Additionally, there was an increase in the low voltage output. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
Premature battery depletion and communication failure were confirmed by analysis. The device was unable to communicate upon receipt. A longevity calculation was performed using default settings and showed that the battery was depleted prematurely. Sensing, pacing, pacing lead impedance, high voltage (hv) lead impedance, hv charging, hv delivery and hv shock and patient notifier were tested on the bench with no anomaly detected. No high current drain sources were found throughout bench and stress testing. The root cause of premature depletion could not be conclusively determined.